Event description:
On september 19, 2006, the integra sales representative reported a phone call with the technical nurse of the hospital of lyon (france) citing the following: the catheter was placed during the night of the event date and the following day by a trained doctor. A leak was noted at the luer-lock connection of the catheter and the interface cable. The icp display stopped and was replaced by 3 hyphens ("---"). The catheter was removed the same day. Due to the discontinuation of the icp reading, the device had to be replaced, while the patient was reportedly neurologically unstable. The revision necessitated the drilling of three burrholes, one of which led to a subdural hematoma. The catheter has been given to the hospital pharmacy for decontamination.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.